Event description:
It was reported that patient underwent acl reconstruction procedure approximately ten years ago. Subsequently, a revision procedure was performed on (B)(6) 2010, due to loosening of the knee joint. After the procedure was completed, the nurse who cleaned the bone dowel harvest tube noticed that the edge was fractured. Post-operative radiographs taken confirmed that two fractured pieces were retained by the patient. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component by material scientist confirmed the tip is plastically deformed and fractured. Portions of the component appear to have fractured due to bending overload, however, detailed analysis is impossible due to deformation of the tip. Further evaluation by the engineer confirmed the asymmetric deformation, which suggests a strike against a foreign and possibly metallic object. It should be noted that the item is described as disposable, yet the damage was observed after cleaning. This suggests the device might possibly have seen multiple use. (B)(4).